Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. The customer had symptoms such as nausea and treated with syringes. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was not performed. Customer declined to check for presence of leaks or air bubbles. The product was not returned for analysis.